Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) years since the subject device was manufactured. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign materials were involved. However, it was confirmed that the foreign materials remained in the glue of light guide lens, auxiliary water channel, probe cover, nozzle, bending section cover, glue of bending section cover, insertion section. There was no physical damage to the locations of the foreign materials. Therefore, the cause of the materials remaining in the device could not be determined. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in cf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in jet tube, adhesive on the light guide lens, plastic distal end cover, nozzle, bending section cover (a-rubber), adhesive on a-rubber, and the connecting tube. There were no reports of patient involvement.